Event description:
It was reported that pump displayed malfunction alarm labeled malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump while calling back if issue happened again.